Event description:
It was reported that the patient experienced intermittencies by loss of lock between the external equipment and the cochlear implant. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device is to be scheduled.